Manufacturer narrative:
Company rep evaluated the system. Corrections included replacements of the system's hard drive. System was tested to factory's specifications.

Event description:
Customer reported the panorama central station keeps resetting, which may have affected telemetry monitoring. No pt injury was reported.